Manufacturer narrative:
The devices were not returned for evaluation. However, the photographs were reviewed, and revealed the explanted shell and liner. Both implants show rests of bone and blood. In the shell, no damage was able to be detected and the liner is deformed. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. For the shell, a review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. For the liner and hole cover, a review of complaint history revealed a similar event for the listed device over the previous 12 months, but no similar events for the batch based on the historical data. For the head, a review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data. This failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for total hip systems revealed in the postoperative warnings and precautions section that the patient should be advised to report any pain, decrease in range of motion, swelling, fever, squeaking, clicking, popping, grating, or grinding noises, and unusual incidences. Besides, it reveals in the adverse events in primary and revision surgery section that with all joint replacements, asymptomatic, localized, progressive bone resorption (osteolysis) may occur around the prosthetic components as a consequence of foreign-body reaction to particulate wear debris. Particles are generated by interaction between components, as well as between the components and bone, primarily through wear mechanisms of adhesion, abrasion, and fatigue. Secondarily, particles may also be generated by third-body particles lodged in the polyethylene, metal, or ceramic articular surfaces. Osteolysis can lead to future complications necessitating the removal or replacement of prosthetic components. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, patient medical history, friction, joint tightness, adverse reaction and/or bone quality. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a thr surgery was performed on (B)(6) 2004, the patient experienced a poly wear, debris and a significant osteolysis. This adverse event was treated by a revision surgery on (B)(6) 2024, in which a ref no hole shell sz 54mm, a ref lnr 28id 20 deg sz f, a ref interfit thrd hole cover and a cocr 12/14 fem head 28 + 4 were exchanged. Patient's current health status is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).